Event description:
It was reported by the customer that there is a false positive for one bactec vial. Bd bactec¿ fx40 instrument. There is no patient impact and there is no microorganisms seen. The following information was provided by the initial reporter: false positive. Customer is asking for reason for false positives. Vial turned positive after an hour of incubation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction for due date: 26-may-2022.

Event description:
It was reported by the customer that there is a false positive for one bactec vial.-bd bactec¿ fx40 instrument. There is no patient impact and there is no microorganisms seen. The following information was provided by the initial reporter: false positive. Customer is asking for reason for false positives. Vial turned positive after an hour of incubation

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec fx40 (p/n 442296, s/n (B)(6) ). Customer reported a false positive issue on their instrument. Bd remote assistance worked with customer learning the sample flagged positive after an hour into the protocol, the sample was then put back in the instrument and completed the entire protocol reporting negative results when complete. The sample had a negative result of the gram stain. It was observed on the log file plot that only one peak hit the threshold and the rest of the plot is negative. A field service engineer (fse) was dispatched and confirmed the instrument was working properly. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported by the customer that there is a false positive for one bactec vial.-bd bactec¿ fx40 instrument. There is no patient impact and there is no microorganisms seen. The following information was provided by the initial reporter: false positive. Customer is asking for reason for false positives. Vial turned positive after an hour of incubation.